Event description:
The rptr indicated that the pt was seen because she was "feeling bad". Ventricular noncapture was observed when the device was programmed to the bipolar mode. The bipolar lead impedance is 2067 ohms, and sensing is appropriate. The pt's intrinsic rate is in the 40's. When the device was programmed to the unipolar mode, capture was observed. The rptr also stated that the pt had a recent fall.